Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist determined that the hl7 message was likely not generated because the a01 message, required for admitting the patient, was not sent by the admission team. This step was necessary for the admission to be properly recorded in the system. Despite multiple attempts, there was no response from the customer. The issue was resolved after checking the servers, and the case was closed. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from other station. However, there were no adverse events or injuries reported based on this event.